Event description:
Hospital reported that a drug was infusing at a low rate. The nurse found that 100cc had infused in 30 minutes. No pt injury. Hospital biomed confirmed the rate inaccuracy. Device was sent back for investigation. Investigation is ongoing. Follow-up MDR will be sent when completed.